Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected pump to perform the investigation.

Event description:
Zyno medical received a complaint from a distributor on (B)(6) 2019. The distributor stated that on (B)(6) 2019 a user facility representative reported that "pump 503098 was supposed to infuse a drug over 30 minutes and it infused in about 15 minutes". On (B)(6) 2019, the distributor provided more information about the complaint. There was a patient involved but no patient injury or harm was reported. The device operator was a rn. Medication used was keytruda.

Event description:
This is a follow-up for the initially filed MDR 3006575795-2019-00020.

Manufacturer narrative:
The device was tested to meet full specifications on 08/02/2019 by the service provider. It has a flow rate deviation of -4.10%, which is within the specification. The reported issue was not confirmed.